Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned with contrast visible inside the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed along the working length of the balloon. The balloon failed to maintain pressure. There was a short longitudinal tear visible on the balloon material proximal to the balloon distal cone. The distal shaft was kinked at 22 cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a sprinter legend rx ptca balloon catheter to treat a mildly tortuous and mildly calcified lesion located in the proximal left anterior descending, exhibiting 75% stenosis. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device was being used to pre-dilate the lesion. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon burst during the first inflation, at 10 atms. There was a sudden drop in pressure noted on the inflation device. The device was not moved/repositioned prior to the burst. The product was replaced by another sprinter legend balloon catheter of the same size and the procedure was completed. Patient status post-procedure is alive with no injury.